Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both the atrial lead and the ventricular lead were dislodged. The patient presented in the emergency room after being shocked multiple times from oversensing. Both of the leads were extracted and replaced. The patients status is fine after the event.